Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that a ¿replace sensor¿ error message was received with the adc device on the 7th day of wear. The customer became hypoglycemic and experienced symptoms described as ¿shock¿, sweating, and a seizure. The customer was unable to self-treat and an unspecified drink was provided as treatment by the girlfriend and no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated and no physical damage is observed on the sensor patch. Data was extracted from the returned sensor patch using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21). Visual inspection was performed on the sensor plug and no failure modes were observed. The returned sensor was sent for further investigation and de-cased. Visual inspection was performed on the pcba (printed circuit board assembly) and no issues were observed. An extended investigation has also been performed on the returned sensor. Visual inspection was performed on the returned sensor, no abnormalities were observed. The battery was measured to at 1.20v which is outside of the specification of 1.45v to 1.65v. Therefore, it was determined that the root cause of brown out reset condition associated with a dead/low battery. Therefore, this issue is confirmed due to low battery. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that a ¿replace sensor¿ error message was received with the adc device on the 7th day of wear. The customer became hypoglycemic and experienced symptoms described as ¿shock¿, sweating, and a seizure. The customer was unable to self-treat and an unspecified drink was provided as treatment by the girlfriend and no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that a ¿replace sensor¿ error message was received with the adc device on the 7th day of wear. The customer became hypoglycemic and experienced symptoms described as ¿shock¿, sweating, and a seizure. The customer was unable to self-treat and an unspecified drink was provided as treatment by the girlfriend and no further information was provided. There was no report of death or permanent injury associated with this event.